Event description:
The x8-2t transducer was found to have an intermittent articulation issue due to a stuck knob, during patient use with the epiq cvx ultrasound system. There was no patient or user harmed as a result of this issue. The philips field service engineer evaluated and tested the transducer and found no failures. The probe was still exchanged. Philips has started an investigation for this complaint.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The customer¿s immediate concerns were addressed by replacing the transducer. The investigation found the reported articulation knob problem was caused by the molding/ machining of the part.